Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump it was noted that the screen was not working. It was also reported that the patient came in with medication remaining in the cassette. No patient consequences were reported in this event. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).